Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a dexcom g7 sensor and a teflon infusion set, with glucose readings in the high 300s and loss of sensor connectivity that was later restored; the user changed the infusion site and resumed insulin delivery, and troubleshooting and education were provided including guidance to monitor for downward trends. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing monitoring by the user. Investigation included complaint intake, remote troubleshooting, and user-guided infusion site replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear despite restoration of sensor connectivity and replacement of the infusion site, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence